Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-00222. Related manufacturer reference number 2017865-2020-00226. It was reported that the patient presented for pacemaker system explant due to pocket erosion and infection. The pulse generator, right atrial, and right ventricular leads were explanted. The patient's was in good condition post- procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.